Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 48 mg/dl. Customer had low blood glucose issue for about two weeks. The customer treated with food for their low blood glucose. Auto mode feature was inactive at the time of event. The customer performed troubleshooting for the low blood glucose incident. The customer was also assisted with turning on the bolus wizard feature. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.